Event description:
It was reported the during a gastrectomy, inner side some plastic knob not working/breakage. Would not fire properly. The surgery was completed successfully. There were no patient consequences and no change to the post-operative care of the patient.

Manufacturer narrative:
(B)(4). Batch # 275a61. Additional information was requested, and the following was received: could not fire properly"? - once user has fire it was not fire properly - got some resistance during firing did the device staple - half staple if the device stapled, was the staple line complete - half of the staple line completed ..n half don't. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight) - unknown did the device cut - till half cut than got resistance. If the device cut, was the cut line complete - half cut line formed were the cut line and staple lines equal - no was the device fired across a staple line - unknown please provide details as to how the reload did not work - user got resistance after half firing . Did the reload lock out and would not work - unknown did the reload begin to staple and cut, but then jammed - user got resistance after half firing did the device staple, but there was no cut line - both formed but half . If the device cut and stapled, were there any staples missing from the staple line - not aware / unknown how was the procedure completed - drs used other device n completed the procedure device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tcr75 cartridge was received with no apparent damage and with no instrument. The swing tab was found to be in the locked position, with 6 drivers up and 23 drivers up along the staple line. No functional test was performed in order to preserve the evidence. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.